Event description:
Customer reported that the pt was returned to the floor following hernia surgery. Sutures were used internally with staples to close the skin. A few hours later the pt coughed and heard a poppping sound. The pt complained of abdominal pain. The pt then sneezed and the wound was found to be opened. Broken sutures were found with intact knots. The pt was returned to surgery for closure.